Event description:
Pt presented with a five day history of severe headaches and "sleepiness" as well as nausea/vomiting. Pt had vp shunt inserted 10 yrs ago for hydrocephalus. Upon surgical removal of shunt it "crumbled."